Event description:
A (B)(6) old female patient's daughter contacted zoll customer support to report that her belt would not stay connected to her mother. Patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were broken. The cause for the broken pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.